Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/19/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the reportable event of procedure cancelled/rescheduled - post sedation.

Event description:
It was reported that during the spaceoar preparations, it was discovered that the device was mixed incorrectly and therefore, it was unusable. It was noted that an earlier mixing of components occurred. Based on the limited information available, it is suspected that premature mixing of the components led to a device obstruction. The patient was under general anesthesia at the time of the device failure. Consequently, the procedure could not be completed, and the patient had to be rescheduled.